Event description:
It was reported that a pump under infused a medication (drug name unk). The infusion parameters were reported to be a dose equal to 61 mg/kg/min, a rate of 34.5 ml/hr and a vtbi of 50ml.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. If the device is returned in the future, an evaluation will be completed and a supplemental report will be submitted.